Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient went to the catheter lab for a scheduled transcatheter aortic valve replacement procedure. During deployment of the replacement aortic valve, the pump speed was not decreased and the interventionalist was unable to properly position the valve. The patient was emergently placed on extracorporeal membrane oxygenation in the catheter lab before being brought to the or for surgical intervention. It is unknown at this time if the valve deployed in the catheter lab was successfully removed and a replacement surgically placed. The patient was taken to ICU but continued to bleed and was unable to maintain sustainable pressures. Care was withdrawn and the patient expired. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A direct correlation between the device and the reported events leading up to the patient's outcome could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.